Event description:
A patient reported false alarms indicating no insulin delivery. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.